Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and restarts. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer was contacted and responded that the device has been scrapped and will not be returned for evaluation or servicing. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and restarts. There was no patient use associated with the reported event.